Manufacturer narrative:
(B)(4). G2. Foreign: germany. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00665; 0009613350-2023-00666; 0009613350-2023-00668.

Event description:
It was reported that during the initiation of a surgery on an unknown date, a snap ring for fixing the pole locking screw lost. Patient not involved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The setting instruments have been returned for examination. For all instruments, the ring at the tip of the instrument, which is welded during manufacturing, has fractured off. Additionally, the tip of the instrument shows signs of wear and deformation. The clamping ring is missing. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. No complaint history is required, as the failure mode was previously investigated as part of a corrective action that resulted in a change to the design. The setting instrument was manufactured before the implementation of the new design. Based on the returned devices, the reported event can be confirmed. The most likely root cause leading to the fracture of the instruments might be related to instrument design and/or conditions of use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00665-1 0009613350-2023-00666-1 0009613350-2023-00668-1.

Event description:
Diligence is complete and additional information on the reported event is unavailable at this time.